Event description:
Caller reported that their pump screen was dark and would not turn on which resulted in the customer going to the emergency room (ER) with a blood glucose (bg) level of 591 mg/dl and small ketones. Customer was treated with intravenous fluids of saline and insulin, along with a long term injection of lantis to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.